Event description:
It was reported that the patient presented to the emergency room with symptoms of pre-syncope. There was possible loss of capture on the left ventricular (lv) lead. The patient was admitted to the hospital. At this time, this lv lead remains in service, and no additional adverse patient effects were reported.